Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead was surgically abandoned due to oversensing of noise that caused pacing inhibition in a pacemaker dependent patient. The patient suffered from light headedness. A new non-guidant lead was successfully implanted.